Manufacturer narrative:
Visual inspection of the returned abutment screw confirmed that it had fractured at the threaded portion. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor indicated that the abutment screw fractured post restoration.